Event description:
A surgeon reports that a patient is seeing dark shadows or scatoma following intraocular lens (iol) surgery. He indicated that the shadowing was less noticeable by the patient with time. The relationship between this event and the iol is not known. Additional information has been requested.